Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the fuse f15 of the d90 had tripped. As a result, the system went into the intended bypass fluoro mode for such error cases and only limited system functionality was possible. In this limited mode, fluoroscopy with slightly reduced image quality is possible, but nothing can be stored. The log file shows that the user triggered radiation in bypass mode, but decided to change the system. After the customer service engineer replaced the fuse, the system showed no further problems and ran error-free. Due to the changed conditions on site, it is no longer possible to carry out a more in-depth investigation. The spare parts consumption was checked and no abnormalities were found. The consumption is far below the threshold value and no error accumulation has been recognized. The affected fuse f15 on d90 has been exchanged by the local service organization. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.